Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and found needle separated from sensor.

Event description:
The customer reported via phone call that the sensor needle would not come out with the sensor when trying to replace. The customer also reported that the needle would not stay on the body when removing the serter. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.